Event description:
The patient was initially treated for a fusiform aneurysm that had narrow aortic bifurcation on (B)(6) 2018 with the implant of an afx2 bifurcated stent graft (bsg) and an afx vela suprarenal stent graft via right access. After a complete touch-up, angiography confirmed the absence of endoleaks, and the procedure was completed. Apparently within a year, significant migration had occurred since the overlap ensured at the time of the index procedure eventually became insufficient. On (B)(6) 2026 the physician reported an aneurysm rupture due to a type iiia endoleak that had resulted from the afx2 bsg and afx suprarenal stent graft devices uncoupling. Reintervention was completed the same day on (B)(6) 2026 with the implant of two (2) afx vela suprarenal stent grafts that were stacked on each other via a right approach, while carefully avoiding the endoskeleton of the existing stent graft devices. The final patient status was not provided.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Endologix did not need to make any attempts to retrieve any reported adverse event/incident-related medical records or medical imaging because the distributor stated that they were unavailable. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident could not be completed. No medical records nor medical imaging relevant to the reported adverse event/incident was received by endologix. The distributor was unable to provide this information. Due to the absence of medical records and medical imaging device, use, procedure, and/or anatomy relatedness to this incident could not be identified. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. H3 other text: device remains implanted.